Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment and was not accepting any battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. The pump was returned for crack on the battery compartment on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Unit tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Unit was confirmed for physical damage on the battery tube compartment area. (B)(4).